Event description:
On (B)(6) 2024 an ilet user's mother reported an ilet user as experienced a high blood glucose (bg) event. The mother reported that she changed the supplies for the user at 8:00 pm the previous day (B)(6) 2024). Initially, everything was working fine, but at 1:00 am (B)(6) 2024), the user's bg read high and insulin delivery had stopped due to an occlusion alert. The mother noted a kink in the cannula from the old infusion set site and planned to contact the healthcare provider (hcp) for advice on administering a manual injection before changing the supplies again. The user was using the convatec inset (23", 6mm) teflon cannula infusion set. A beta bionics customer care agent attempted to contact the mother several times for follow up. On 6/12/24 the agent successfully contacted the mother. On(B)(6) 2024 the user disconnected from their ilet system and subsequently went to the ER. During the event, the user's blood glucose levels spiked to 510 mg/dl and remained high for more than 4 hours before seeking ER treatment. At the hospital, the user underwent ketone testing which showed no ketones, and they received an injection of novolog. The user spent approximately 8 hours in the ER, experiencing vomiting and unstable glucose levels, which delayed their discharge until 6 pm the same day. The user has since resumed using the ilet system as of (B)(6) 2024.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirms hyperglycemia during the reported event period. The hyperglycemia began following a supply change. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on the case notes and device data, the ilet operated as intended. This hyperglycemic event was caused by repeated failed infusion sets.